Event description:
It was reported that the customer experienced high blood glucose of 481 and 300mg/dl, and the customer was treated with manual injections. The caller also reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.